Event description:
The backward biting jaw of an ostium punch forceps broke in two during a sinus surgery procedure. A retrieval of the loose metal piece was done without any pt consequences reported.